Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: case-(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a procedure, the fast-fix was stuck. The procedure was resumed, using an equivalent sn back up. It is unknown if there was a delay. No further complications were reported.